Event description:
Caller reported an error with cgm, specifically cgm error 42 related to the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, walked the caller through the process, and after the reset, the error did not reappear. The caller successfully started a new sensor session.